Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular lead exhibited a failure to capture and high pacing impedance. The lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance and failure to capture was confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical tests did not find any shorts or discontinues on any of the conduction paths. The lead connector passed insertion testing into the test ICD device, but failed insertion test into the test is-4 connector sleeve. Dimension analysis of the connector identified an over-sized diameter in a section of the connector boot. This may have contributed to the reported field events.